Event description:
It was reported by the (B)(6) that patient underwent primary hip procedure on (B)(6), 2007. Revision was performed on (B)(6), 2012 due to unknown reasons.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product has been returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported.